Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the information provided, the patient is experiencing pain in the area of his previously repaired hernia. He is seeking treatment, however has not undergone any testing for a diagnosis of his symptoms. At this time, no conclusion can be made as to the degree to which the mesh implant may be causing or contributing to the patient¿s reported symptoms. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device remains implanted.

Event description:
The following is based on medical records provided by the complainant: on (B)(6) 2010 - the patient underwent a CT scan and was diagnosed with two separate fat containing ventral abdominal hernias. On (B)(6) 2010 - the patient underwent repair of the two incisional hernias and was implanted with a bard composix kugel hernia patch. The operative report states the hernias were reduced and ¿a bard composite patch was then used in the repair. This was placed in the peritoneal cavity with the ptfe side facing the omentum. The patch was sutured to the edges of the fascial defect with interrupted 0 prolene sutures.¿ the following is additional information reported by the complainant: in 2014 the patient started to experienced pain at the hernia site, which is on the right side and has become a pain level of 5+. It is alleged that when the patient sits up from a laying down position his right side raises about 1-2 inches. As stated the pain is constant and the patient is having stress and anxiety due to the pain and knowing of the recalls associated to the bard composix kugel hernia patch. As reported the patient is currently trying to seek treatment for his symptoms.